Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve using this delivery catheter system (dcs), the implanting physician encountered resistance while advancing the dcs through the right common femoral artery. The physician overcame the resistance with some force. After deploying the 34 mm valve, while the physician was removing the dcs, the dcs became stuck within the common femoral artery. The physician tried several tactics to free the dcs but nothing was successful. The physician applied a fair amount of pressure and the dcs was able to be removed, however the intima of the vessel came with it, wrapped aroundthe dcs capsule. The common femoral artery was completely severed. Due to the significant blood loss, the patient's pressure dropped to 35/20. Several units of blood were lost that were replaced. The femoral arteries were reconstructed during surgery with covered stents. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the minimum access vessel diameter was 5.9 mm. Nothing of note in terms of patient anatomy was reported.

Manufacturer narrative:
Updated data: d9. Device available for evaluation, return date h6. Eval code method, eval code result, eval code conclusion product analysis: no procedural images were provided for review. Upon receipt of the complaint device at medtronic¿s quality laboratory, the device was received with the nosecone over-captured by the capsule, with a split to the capsule tip. The device instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. There were torsion marks along the length of the exposed outer shaft. It is possible the difficulty navigating through the anatomy and the significant force applied on the device contributed to the torsion marks on the outer shaft. The deployment knob could not retract the capsule as the torsion marks prevented the outer shaft being retracted into the stability shaft. The tip retract mechanism could not be tested. Light delamination was observed over the nitinol reinforcing frame along the distal section to the proximal end of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. A stylet could not be inserted into the nosecone. The reported event for intimal dissection could not be confirmed in the analysis. The reported event for difficult to advance could not be confirmed in the analysis. The reported event for difficult to remove/ withdraw could not be confirmed in the analysis. The reported event for bleeding could not be confirmed in the analysis. The reported event for hypotension could not be confirmed in the analysis. Conclusion: per (B)(4), severity ranking table, this event severity rank is within predicted as per (B)(4) - standard harms list. Per (B)(4), the following technical assessments are not required as the product event does not meet the criteria to initiate; DHR review, manufacturing assessment, supplier manufacturing assessment, design assessment and risk documentation assessment. Per (B)(4), a medical safety assessment was completed. The medical safety assessment determined that, based on the information provided, the dissection of the common femoral artery is related to the dcs. It was also stated that patient anatomy could not be ruled out as a contributing factor to the dissection, as force was needed to be applied to remove the dcs after successful tav deployment. These events are not unexpected therefore no further actions are needed. The reported event indicates the implanting physician encountered resistance while advancing the device through the right common femoral artery. Difficulties advancing the device through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was reported the minimum access vessel diameter was 5.9mm. The device IFU states ¿patients must present with trans-arterial access vessels with diameters that are =6.0mm when using model d-evolutfx-34.¿ this indicates off-label use. Therefore, the probable cause of the advancement difficulties was patient anatomy, but this cannot be conclusively confirmed with the limited information available. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. After deploying the valve, while the physician was removing the device, it became stuck within the common femoral artery. The likely cause of the difficulty withdrawing the device is the size of the minimum access vessel. As stated in the device IFU, the device is not indicated for use in patients who have trans-arterial access vessels with diameters less than 6.0mm. In this case, it was reported the patient¿s minimum access vessel diameter was 5.9mm. Vascular complications, such as bleeding and dissection, are a known potential adverse patient effect per the IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). The physician applied a fair amount of pressure, and the device was able to be removed; however, the intima of the vessel came with it, wrapped around the device capsule. The common femoral artery was completely severed. This indicates the probable cause of the vascular complications is the force applied to the device when withdrawing it. There was no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. In this case it was reported that the patient's blood pressure dropped to 35/20 mm hg due to significant blood loss. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve using this delivery catheter system (dcs), the implanting physician encountered resistance while advancing the dcs through the right common femoral artery. The physician overcame the resistance with some force. After deploying the 34 mm valve, while the physician was removing the dcs, the dcs became stuck within the common femoral artery. The physician tried several tactics to free the dcs but nothing was successful. The physician applied a fair amount of pressure and the dcs was able to be removed; however, the intima of the vessel came with it, wrapped around the dcs capsule. The common femoral artery was completely severed. Due to the significant blood loss, the patient's pressure dropped to 35/20 mm hg. Several units of blood were lost that were replaced. The femoral arteries were reconstructed during surgery with covered stents. No additional adverse patient effects were reported. Additional information was received which reported that the minimum access vessel diameter was 5.9 mm. Nothing of note in terms of patient anatomy was reported.